Manufacturer narrative:
The unk c-taper head ceramic was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. The root cause could not be determined with the limited info provided. An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the MFR. Additional info (including lot code of the reported device, x-rays and medical records) was not made available either. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that pt scheduled for a revision of left hip from approx 10 years ago because of pain.